Event description:
Manufacturer's ref. # (B)(4).

Manufacturer narrative:
No goods or ventilator logs have been returned for investigation. No goods or ventilator logs have been returned for investigation. However, the problem description and the manufacturing date of the turbine module concludes that it was manufactured within the period where a manufacturing issue has been verified. The cause of this turbine issue has been determined. Further investigation performed by our contract manufacturer concluded that the cause was related to a broken wire inside the turbine motor. This failure mode was traced back to turbine motors produced during mid 2020 and was caused by the high production rate due to the increased demand for ventilators during that period of time. The production process of the turbine has been revised to ensure that this will not happen again. The improved turbine has been implemented in the production line of new ventilator devices and as spare part. The ventilator device involved in this complaint was manufactured before the improved turbine was implemented. H3 other text: 4114.

Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. (B)(4).